Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime , basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors were noted.